Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is not available for return.

Event description:
The patient was undergoing a thrombectomy procedure to treat an extensive bilateral pulmonary emboli using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician advanced a non-penumbra sheath with a non-penumbra guide wire into the left main pulmonary artery. Next, the physician placed a guide catheter over a 0.035" guidewire and then exchanged the vascular sheath for a long guiding sheath over a 0.035" guidewire. Thereafter, the physician advanced the cat8 through the sheath and performed several passes. However, the post mechanical thrombectomy pulmonary angiogram study revealed a lack of response to the thrombectomy even after several passes. Subsequently, a decision was made to continue the procedure with a catheter directed thrombolysis utilizing an ultrasonic assisted thrombolytic catheter (i.e. Ekos). Therefore, a lytic catheter was advanced into the left pulmonary artery and the physician used a non-penumbra catheter to select the right main pulmonary artery. A thrombolytic catheter was then advanced along the right pulmonary artery. Tissue plasminogen activator (tpa) was scheduled to be infused through the catheter and heparin was scheduled to be infused in each side arm of the femoral venous sheath. The patient was then transferred to the intensive care unit for strict observation. On (B)(6) 2016, the patient was discharged. During the thrombectomy procedure, the patient developed facial cyanosis and severe hypoxia with oxygen saturation down to 78%. The patient also experienced rigors and chills and was immediately intubated with an endotracheal tube. The position of the endotracheal tube was checked with fluoroscopy. The patient''s blood pressure was also abnormal in the range of 210 mm mercury systolic and was given lopressor intravenously. The reported hypoxia, hypertension and mechanical intubation were adjudicated to be serious adverse events possibly related to the cat8.